Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement procedure. At the procedure time, the right ventricular lead was tested bipolar and high out of range pacing impedance was noted. Unipolar the device had normal impedance, small r-waves and no capture at high output. The lead was examined under fluoroscopy and a complete lead fracture was noted. The lead was capped on (B)(6) 2019 but not replaced since the patient¿s pacing indication of sick sinus syndrome (sss), the physician replaced the device with an aai single chamber pacemaker. The patient was stable after the procedure.